Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. Additional information requested and received: why does the surgeon believe that the b-formed staple protruding from the bronchial stump led to the bleeding experienced in the pulmonary artery? --- the damaging point of pulmonary artery is corresponding approximately to the area of which the b-formed staple protruded from the bronchial stump. Dr. Thought the b-formed and protruded staple had compressed continuously the pulmonary artery and damaged the pulmonary artery.

Event description:
It was reported in (B)(4), that, after a laparoscopic lobectomy, bleeding was confirmed from the chest drainage after the patient returned to the ward. Initially 5ml bleeding occurred, followed by 400ml bleeding when changing the patients¿ position 2 hours later and 5%tranexamic acid was administered intravenously. The next morning, 200ml bleeding was confirmed every 2 hours, and bleeding amount reached 1000ml in total. With the results of x-ray and the blood test, laparoscopic hemostasis operation was performed. It was found b-formed staple was protruding from the bronchial stump, and caused the damage to the adjacent pulmonary artery. Astriction was performed, and the tissue sealant patches (taco-seal) were used to cover the staples on the bronchial stump and pulmonary artery around there. No bleeding was confirmed after the re-operation, and drainage was removed 3 days later. The patient was discharged from the hospital after 6 days, and he/she is stable. No recurrence occurred.